Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp could not be pass bloodback test and wanted the service rep to complete the preventative maintenance. No pt was involved.

Manufacturer narrative:
The company rep replaced the solenoid driver board, pn: (B)(4); safety disk, pn: (B)(4); 1500 hr kit, pn: (B)(4). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).